Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: the pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten. Battery cap measures within specifications. A battery compartment crack is observed from thread area to case seal. There was evidence of moisture contamination inside battery compartment. Por event observed in black box on 2/2/2015. The pump was exercised for 24 hours. No reboot, loss of power or call service alarms duplicated. A "intermittent power " event was not duplicated during investigation. Leak test shows leak at battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.